Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on november 8, 2024. Block h6 has been updated to code clip unable to release from catheter deeming this a reportable scenario, due to additional information received on november 8, 2024. Block h11: the returned resolution 360 clip device was analyzed, and visual evaluation noted that the device was returned with the clip assembly stuck in the bushing and with the bottom portion of the clip assembly deformed. No other problems with the device were noted. The reported event of the clip failure to release from catheter, was not confirmed because the device was returned without any activation made. However, the clip assembly was stuck in the bushing and the bottom portion of the clip assembly was deformed. This could potentially occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position or angle, or detachment of the capsule, due to hitting a surface. After soft deployment occurs, it is possible that upon reopening the clip, the capsule gets detached, and when the physician attempts to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, it was not possible to release the clip. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on july 29, 2024: it was clarified that the clip did not lock onto tissue, and thus the reason the clip would not release from the catheter. Additionally, it was reported that the clip was used in the stomach. Additional information received on november 8, 2024: on (B)(6) 2024, it was clarified that the clip had to be torn from the tissue. This tearing caused bleeding, which had to be controlled and stopped. The duration of the procedure was longer.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, it was not possible to release the clip. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on july 29, 2024. Block h6 has been updated to code failure to engage target tissue deeming this a non-reportable scenario, due to additional information received on july 29, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, it was not possible to release the clip. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on july 29, 2024: it was clarified that the clip did not lock onto tissue, and thus the reason the clip would not release from the catheter. Additionally, it was reported that the clip was used in the stomach.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, it was not possible to release the clip. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on july 29, 2024: it was clarified that the clip did not lock onto tissue, and thus the reason the clip would not release from the catheter. Additionally, it was reported that the clip was used in the stomach.

Manufacturer narrative:
Block h6 has been updated to code failure to engage target tissue deeming this a non-reportable scenario, due to additional information received on july 29, 2024. Block h11: the returned resolution 360 clip device was analyzed, and visual evaluation noted that the device was returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. Additionally, there was no evidence of activations being performed. The reported event of clip failure to engage target tissue was confirmed, as the condition of the returned device aligns with a clip that partially released prior to locking onto the tissue. During product analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Following soft deployment, it is possible that upon reopening the clip, the capsule became detached, and when the physician attempted to close it again, misalignment of the capsule bushing could cause it to get stuck into the bushing during retraction, consequently deforming the capsule. The most probable cause for the reported complaint is adverse event related to procedure. Based on the additional information and the results of the returned device analysis, bsc reassessed this event as not reportable as it did not lead or might not have led to a serious deterioration in health to this patient. The event of the clip not locking onto the target tissue did not directly or indirectly lead (nor might lead) to death or temporary or permanent serious deterioration in the state of health of the patient, user, or another person. 'Clip failure to engage target tissue' is a known and anticipated potential failure mode associated with the resolution 360 clip, which is accounted for in the device's risk management documentation. The most common harm associated with a 'clip failure to engage target tissue' event is 'prolonged procedure limited', which includes a minor prolongation or extension of the procedure beyond anticipated or expected duration in order to exchange the device. The procedure was completed with another resolution 360 clip with no patient complication. There have been no serious injuries reported to date associated with a resolution 360 clip 'clip failure to engage target tissue' event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, it was not possible to release the clip. The procedure was completed with another resolution 360 clip. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received on july 29, 2024: it was clarified that the clip did not lock onto tissue, and thus the reason the clip would not release from the catheter. Additionally, it was reported that the clip was used in the stomach. Additional information received on november 8, 2024: on november 8, 2024, it was clarified that the clip had to be torn from the tissue. This tearing caused bleeding, which had to be controlled and stopped. The duration of the procedure was longer.

Manufacturer narrative:
Block h6: correction: block h6 (patient code) has been updated. Block h11: the returned resolution 360 clip device was analyzed, and visual evaluation noted that the device was returned with the clip assembly stuck in the bushing and with the bottom portion of the clip assembly deformed. No other problems with the device were noted. The reported event of the clip failure to release from catheter, was not confirmed because the device was returned without any activation made. However, the clip assembly was stuck in the bushing and the bottom portion of the clip assembly was deformed. This could potentially occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position or angle, or detachment of the capsule, due to hitting a surface. After soft deployment occurs, it is possible that upon reopening the clip, the capsule gets detached, and when the physician attempts to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.